Event description:
927 atrial high rate episodes most recent on 12-may-2023. Device appears to be under-sensing on the atrial lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).